Event description:
"Caller alleged discrepant results compared with the reference monitors. Results as follows:" (B)(6). Patient self tester's therapeutic range: 2.5-3.5.

Manufacturer narrative:
Patient self tester did not have any strips left and was unable to provide the strip lot number. No further investigation is possible without this information. This issue will continue to be tracked and trended.